Manufacturer narrative:
(B)(4).

Event description:
It was reported that at postoperative check, the patient experienced diaphragmatic stimulation. Upon interrogation, there was no sensing on the right ventricular lead. During lead revision the lead was suspected to have perforated the patient. The lead was explanted and replaced successfully, the patient tolerated the procedure well. The lead would not be returned.